Event description:
It was reported during an in house training by a by a getinge clinical representative, cardiosave intra-aortic balloon pump (iabp) batteries are not charging.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4, d9, e1 (site country), g3, g6, h2, h3, h4, h6 (type of investigation, investigation findings, component codes and investigation conclusions), h10, h11 corrected fields: b5, h6 (health effect ¿ clinical code and health effect ¿ impact codes) additional information: event site postal code: (B)(6), event site telephone: (B)(6) a getinge field service engineer evaluated and found that power management board was bad. Replaced power management board and both batteries, due to the depleted state of existing batteries. Letting batteries charge before completing calibration and function check. No patient involvement, this was discovered while our sales rep was conducting on site training. Performed a full calibration, pm, and function check. The defective components were received for further investigation. The failure analysis and testing department was able to replicate the failure experienced by the customer. Part is no longer going back to the supplier, as the supplier is unable to test this part due to being too old of a revision, and thus has rejected it. Retaining the power management board in the failure analysis and testing department per procedure number (B)(6) rev ap. The root cause selection for this investigation will be ¿impossible to define¿ due to the department not having the capabilities to troubleshoot this part internally further in an attempt to determine the root cause.

Event description:
It was reported during an in house training by a by a getinge clinical representative, cardiosave intra-aortic balloon pump (iabp) batteries are not charging. No patient involved.